Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. The reported event is confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the distributorship that the product was found to be nonconforming. The incoming inspection team member found hair-like debris in the sterile package. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.